Event description:
It was reported during a routine check, , the cs100 intra-aortic balloon pump (iabp) would not power up. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse checked the unit thoroughly and observed that there was no data on the unit's timer display. Then, the fse cross checked the power supply with another unit's power supply, which was provided by the customer. Then, the fse was able to confirm that the power supply was defective and a replacement was required. So, in order to fix the issue, the fse replaced the power supply (0014-00-0033-05). The fse then performed all functional tests of the unit successfully. The unit was then handed over to the customer in good working condition.

Event description:
N/a.